Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported by the contact that the customer received an altitude alarm during basal delivery. The customer removed and reinstalled the cartridge, but the alarm did not clear. The customer's blood glucose level was 144 mg/dl. The customer reverted to manual insulin injections for diabetes management.